Event description:
It was reported that this right ventricular (rv) lead had high pacing threshold and impedances values between 200 and 300 ohms. It was noted that the lead was suspected of being dislodged. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits except for a cut found in outer insulation, likely caused at explant. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead had high pacing threshold and impedances values between 200 and 300 ohms. It was noted that the lead was suspected of being dislodged. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.